Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3561 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migrated essure device") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of partial expulsion of device, tubal pregnancy, tubal ligation, smoker (current every day smoker), normal delivery (live child) (3), term birth (3), multi gravida, pelvic pain and hypertension in 2020, cholecystectomy in 2019 and tubal ligation (contraception method) and pap smear in 2011. Day of menstrual flow: 7 days. Menstrual cycle: 2-7 days. Previously administered products included: prednisone for allergy, prednisone for allergy and lisinopril, propranolol and protonix [pantoprazole sodium sesquihydrate]. Concurrent conditions were listed as sterilization and device migration since 2020. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (hysteroscopic essure removal,laparoscopic salpingectomy.). At the time of the report, the event had resolved. The reporter considered device dislocation to be related to essure administration. The reporter commented: essure (2011). Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: specimen: bilateral fallopian tubes with essure pre-operative diagnosis: failed essure. Final diagnosis: oviducts, bilateral tubal ligation: two completely transected, histologically, unremarkable oviduct segments. Gross description: bilateral fallopian tubes and consist of 2 fimbriated pink, purple portion of fallopian tube. The first tube segment measures 7.4 x 0.6 cm. A portion of coiled wire is noted extended from the tube. This segment of tube is marked in black ink. Sectioning reveals a pinpoint lumen. The second fallopian tube segment measures 7.0 cm in length x 0.6 cm in diameter. Sectioning reveals a pinpoint lumen. Within container a separate coiled segment of wire is noted, measuring 2.2 x 0.3 cm. [Ultrasound scan] on (B)(6) 2020: essure tubal that is out of place(right essure coil in endometrium). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-sep-2023: medical record received. Event medical device removal is replaced with event device migration. Reporter information, patient information, medical history, lab data, drug stop data, event onset date, indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3561 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.